Manufacturer narrative:
Additional information in b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the surgery was changed to manual surgery mode, but no impact on the patients outcome. The site contacted medtronic manufacturer engineers, which told the site to replace the network cable, and change from navigation-guided surgery mode to free-hand surgery mode. This resulted in a surgical delay of about 30 minutes.

Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable.  G2) other: this report was received from china food and drug administration (cfda). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during an orthopedic-related surgery. It was reported that during the surgery the imaging system was used for exposure and connected to the navigation system to use. It was found that the imaging system was unable to perform exposure and was abnormal. After the surgery, the site communicated with the manufacturer via video for maintenance. During maintenance, the startup and running tests were normal. The logs in the background were checked and showed that the imaging and navigation system could not communicate effectively. It was thought to have been caused by damage of the internal communication network cable. After the network cable was replaced, use of the system was observed later. There was no reported impact to patient's outcome.